Event description:
Patient reported obtaining back-to-back blood glucose results of 103 mg/dl and 51 mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these values. No patient injury was reported and no treatment was received. Valid quality control testing had not been performed on the system (patient had the wrong control solutions for the strips type). Technical support requested the return of the suspect product and replacement product was shipped.